Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge a battery pack) was confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon evaluation, there was liquid contamination on the battery board, and the u13 cmos flash microcontroller was thermally damaged on the charger bedside board. The cause for the failure was isolated to damaged battery board and thermally damaged component. The root cause for the contamination was ingress of an unknown liquid. The root cause of the thermally damaged component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.